Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "25ml and delivered 21ml", which was reproduced. Baxter's device evaluation found the device to under deliver by over 10% during flow rate testing. The evaluation has determined that the under delivery was caused by an under travel of all the valves/finger pressure plates. The finger/valve pressure plates were reworked and calibrated. Additional information: underinfusion.

Event description:
It was reported that a spectrum pump unit was set for 25ml and delivered 21ml. It was also reported there was no patient involvement.